Manufacturer narrative:
The device was received (B)(6) 2010 and has not undergone in house testing. Associated accessory device: act monitor. Model# com001. Serial# (B)(4).

Event description:
The patient's granddaughter called lifewatch on (B)(6) 2010 and stated that the patient has been getting shocked from the electrodes throughout the day and that a replacement device is required. On (B)(6) 2010, to better understand the initial complaint, the patient was contacted and a patient questionnaire was filled out. The patient stated that the nurse at the hospital put the device on her but the device was never activated. Batteries were changed and after the device was activated, it worked fine and the patient wore it without incident. Patient does not understand the shocks that she received before it was activated.